Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was unable to charge for about 10 days. . Patient wasn't able to elaborate on information regarding not being able to charge their ins or what controller screens they received. Troubleshooting was unable to be performed as patient did not have equipment during the call. Patient will call back with equipment for trouble-shooting. No serial numbers were collected since patient didn't have equipment.